Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-sep-2017 from a healthcare professional via a company representative who reported that the cause of the motor stall was due to end of service (eos). They tried to interrogate multiple times with no success. The doctor decided to place the pump at minimum rate, silence alarms, and supplement with oral medications. The patient was on the way to the implanting neurosurgeon for an appointment, so it was decided to have the pump replaced as soon as possible. There was no resolution other than replacement. The patient¿s weight was unknown. Additional information was received on 05-oct-2017 from a company representative who reported that the pump was replaced on tuesday. No further patient complications were reported.

Manufacturer narrative:
Interrogation of the pump determined that the drugs being delivered were 5.7 mg/ml morphine at 0.0356 mg/day and 256.5 mcg/ml clonidine at 1.6 mcg/day. Analysis found that there was corrosion/wear/lubrication on the pump motor gear train, there was a stall due to shaft bearing on the pump motor gear train, and there was a stall due to gear wheel three. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine [5.7 mg/ml] and clonidine [256.6 mcg/ml], both with unknown doses. It was reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump logs revealed a motor stall occurred on (B)(6) 2017 at 10:20 pm. The patient reported some pain. No further patient complications were reported.